Manufacturer narrative:
Since no customer meter was returned for investigation, no further investigation could be performed. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The coaguchek xs test strips' expiration date was not provided. The coaguchek xs meter serial number was not provided. The test strips were requested for investigation. Replacement product was sent. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing, and the results have passed the internal inspection. Section e3: occupation is the patient's/consumer's contact. The investigation is ongoing.

Event description:
We received an allegation of questionable inr results for 1 patient while using a coaguchek xs meter. On (B)(6) 2025, the patient had the 1st meter result of 5 something inr, while within minutes, the 2nd meter result was 4.3 inr. The warfarin dose was held every other day until the measurement got within the therapeutic range. The patient¿s therapeutic range was 2.0-3.0 inr. The patient¿s testing frequency was biweekly, but it was changed to once per week recently.